Event description:
Per the clinic, the patient was taken to the operating room on (B)(6) 2014 and administered general anesthesia to facilitate with abutment placement. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.